Event description:
Boston scientific crm received information that this device is being followed on a monthly basis because the battery voltage had dropped quicker than expected.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Additional information was received indicating the device was explanted. The device has been returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.